Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a manipulation under anesthesia approximately two months and three weeks post implantation due to limited range of motion, stiffness, and a flexion contracture. Range of motion has continued to improve, and physical therapy was continued. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2023-00122, 0001822565-2023-01268, 0002648920-2023-00092. D10-medical product femur cemented (ps) standard right size 9unknown lcck femoral, item# 42500606602, lot# 65379633. Articular surface fixed bearing (ps) right 10 mm height, item# 42521400910, lot# 65280493. All poly patella cemented 35 mm diameter, item# 42540000035, lot# 65610664. Zimmer bone cement bmt 40 x 2, lot# ax03 al0704. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.